Manufacturer narrative:
The date of the event was reported as ¿within the past few weeks¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a tpn bag leaked. The leak was observed on the right side of the non-print side, about an inch from the seam and halfway up from the port. The leak was found after the bags were filled; however, there was no patient involvement. No additional information is available.